Event description:
Ous MDR - it was reported that approximately 54 months after the implantation the lead was capped on (B)(6) 2017 due to oversensing with artifacts. No inappropriate shocks were delivered. The ICD was explanted and the patient was implanted with a s-ICD.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable coil continuity around 350 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent sudden decrease to approx. 100 ohms. The mentioned rv oversensing which led to vf detection could not be evaluated as no iegm episodes of the event date were available. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.